Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient still had pain at the implantable neurostimulator (ins) site and was wondering if it was normal to take this long to heal. The patient was implanted on (B)(6) 2016. The patient still couldn¿t lie on the side where the ins was implanted. Last night the patient had a strange episode and didn¿t know if it was related to their stimulation or not. The patient suddenly felt sick and fell to the floor. The patient was white as a ghost, felt clammy, and thought they had a fever. The patient couldn¿t walk momentarily, but then after about 10 minutes they were able to get to their patient programmer and turn stimulation off. Turning stimulation off did not seem to give any immediate relief. The patient turned stimulation back on this morning and didn¿t seem to feel much different, but they had more pain at the ins site when stimulation was on versus off. During the episode the patient experienced an increase in pain at the ins site, but that could have been because it was already sore to begin with. The patient took 2 aleve pm pain pills on an empty stomach, but they had done that before and never had that reaction. It may have been a bug or food poisoning and the patient didn¿t know. The patient¿s body just freaked out and theywere also very sensitive to things. The patient had a call into their health care provider (hcp) and was waiting to hear back. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient the step taken to resolve the pain at the implantable neurostimulator (ins) site included ibuprofen. There was still pain around the site after 2 months. It was not a bad pain but the patient could not sleep on that side or sit on that side with all her weight. The pain also was due to a cold accompanied by muscle and body aches. The sickness had resolved but there were sinus problems lingering. It was later reported that it was resolved and it was the flu. It was noted that the device was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.